Event description:
The patient contacted animas on (B)(6) 2014 reporting that they had a blood glucose of 54mg/dl with shakiness, mentally not sharp, confusion/disorientation. The patient did not realize the pump was in am time and not pm for an unknown amount of time. The patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient stated that hypoglycemia due to over bolus for carbohydrates at dinner. This report is being made due to the hypoglycemic event the patient experienced due to patient not correctly setting time and date and overbolusing for carbohydrates.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error ( patient not correctly setting time and date and overbolusing for carbohydrates).